Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the device interrogation revealed the eri battery status, confirming the clinical observation. The device was implanted for 40 months and 14 charging cycles were recorded in the icds memory. The device was subjected to an electrical analysis. The current consumption of the ICD was evaluated and proved to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. An evaluation of the memory content revealed a mismatch of battery voltage and current consumption of the ICD. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, which caused an increased current consumption, leading to the clinical observation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable. The analysis revealed that all therapy functions were available while the device was implanted and in service.

Event description:
Ous MDR - it was reported that approx. 40 months after the implantation, the device was explanted due to battery depletion. No adverse patient side effects were reported.